Manufacturer narrative:
Explant date: 2016. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 14086905, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1110-02, serial number: (B)(4), batch/lot number: 14405207, model/catalog description: precision ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedance was noted and x-ray was taken which confirmed that the lead migrated. The patient was administered with injections which did not help with the pain. The patient underwent an explant procedure. No further information could be obtained.